Event description:
It was reported the increase (+) and decrease (-) buttons on the patient's scs programmer are sticking and hard to press. A replacement patient programmer was sent to the patient to address the issue. Follow-up identified the replacement programmer resolved the reported issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.